Event description:
It was reported that the pt underwent a balloon ablation procedure in 2006. During the therapy cycle, the balloon would not maintain pressure and a pinhole was noted in the device. A second catheter was pulled and used to complete the procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.